Event description:
It was reported that patient presented in-clinic for a follow-up. Upon interrogation, it was noted that the patient had episodes of auto mode switch due to noise on the ra lead that was oversensed. Noise was reproducible with isometrics. The lead measures fine electrically and all trends are stable. Once the device reaches eri and the device is changed, the lead will be revised.

Event description:
New information received indicated that the lead was capped and replaced on (B)(6) 2017 during the device change out procedure for eri. The patient¿s condition was stable before, during and after the procedure.